Event description:
Pt received small burn, where cautery was used on pt's neck during a thyroidectomy. Pt has no long lasting effects of the burn and is doing fine.

Manufacturer narrative:
Once the eval/investigation has been completed; conmed electrosurgery will provide a follow-up report to the FDA.